Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was advised on techniques to operate the button more effectively and instructed on returning the problematic pump. Technical support arranged for a replacement pump to be sent, which the customer agreed to receive. They were also informed that the new pump's software would not be compatible with their current sensors and were advised to consult their healthcare provider for compatible alternatives.